Event description:
My mother received breast implants post bilateral mastectomy (B)(6) 2016 with natrelle 410 highly cohesive anatomically shaped silicone filled breast implants. Started noticing breast were feeling "cold" and "left breast had discomfort". Saw implanting physician and physician stated she was fine and nothing was wrong. Began having swallowing difficulty approx. Two years ago. Was followed by oncologist post operatively and wbc count changed noted in 2017. Over course of 2 years a non productive cough started. Pulmonary work up negative. Continued worsening cough despite treatment. Ultimately led to hospitalization (B)(6) 2020 leading to death on (B)(6) 2020 due to hodgkins lymphoma. Over the course of the past 2 years, my mother attended multiple physician appointments, endured numerous blood tests, pulmonary tests, biopsies of skin due to unknown rash along with a long course of other pertinent information that is too lengthy to describe here. FDA safety report ID# (B)(4).